Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 3006705815-2019-01995, 3006705815-2019-01996, and 1627487-2019-06264. It was reported that the patient experienced an infection at the mid back incision between the shoulder blades. The infection was cultured and confirmed. The infection appears to be superficial and the patient was given antibiotics. The infection is resolved.

Event description:
Manufacturer reference report: 3006705815-2019-01995, 3006705815-2019-01996, and 1627487-2019-06264.